Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a posterolateral fusion involving rhbmp-2/acs being implanted at multiple levels along with posterior pedicle screw instrumentation and a bone void filler. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: l4 and l5 decompressive laminectomy, with left l4-5 and l5-s1 facetectomy; l4-5 and l5-s1 l eft discectomy; l4-5 and l5-s1 360 degree fusion (interbody and posterolateral fusion) with spinal instrumentation, rhbmp-2 and bone graft tricalcium phosphate graft. Preoperative diagnosis: degenerative lumbar disc disease l4-5 and l5-s1 with painful discopathy. Per-op notes: "ap and lateral x rays of the lumbar spine were made revealing satisfactory position of all screws and the interbody bone grafts. The transverse processes of l4, l5 and s1 and the intervening facet joint complexes were decorticated bilaterally with the midas rex. The rhbmp-2/bone graft bone graft was inserted after having been soaking fro over 30 minutes. The appropriate length rods were selected and bent to the desired lumbar lordosis. The rods were inserted into the back of the screws. Compression was applied across the grafts as the screws were tightened. The laminectomy defect was covered with a large gelfoam pledget."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.